Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patients ipg was replaced and the patient was doing well postoperatively. The explanted device component will not be returned.